Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant and currently were not reported. It was reported that 28 months post stent graft implant the patient has an infection of staph, aureus and e. Coli, the cause of this infection was not reported. The physician decided to explant the stent graft. The bifurcated stent graft was returned and the iliac limb was retained by the user facility. Since, this stent graft is infected (hazardous) and no other clinical issues were reported. The device will not be analyzed. The specimen will be kept for possible future analysis if needed. No additional information was provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (aneurysm and vessel morphology are unknown, unknown cause of infection). (Infection).